Event description:
The customer reported observing a leak from the reagent probe of the synchron cx delta system (cx9) while running samples. The customer indicated that the leak was contained within the instrument. The customer was wearing a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and replaced the reagent probe to resolve the leak. Failure mode is attributed to a defective reagent probe. (B)(4).